Manufacturer narrative:
Additional product code: hwc. Product development investigation was completed. The investigation summary indicates that: it was reported that va med dist tib screws had backed out of the plate. Surgeon removed 1 screw and broken head of one screw. This complaint involves 2 devices. The following devices were returned to cq: part # 02.211.044s, lot # l426039, (va lockscr ø2.7 head 2.4 self-tap l44 ss), mfg date: 29may2017. Unk screw head (part/ lot number #/ mfg. Date unknown); per the ir ¿based on the stardrive recess and the purple coating it can be concluded that this screw does also belong to the va locking screw family¿; therefore, will be treated as a va locking screw. The returned devices are mentioned in several technique guides including 2.7 mm variable angle locking calcaneal plate system and is used to create a fixed angle construct providing angular stability. Upon visual inspection of the intact screw the complaint condition of pull out/ back out could not be confirmed as no x-rays were received showing the backing out of the screw. The screw shows wear marks indicating the screw was implanted and removed. Visual inspection of the broken screw head agrees with the complaint condition of broken-post op as only the screw head (1.27mm; calipers) was returned. DHR review: part #: 02.211.044, lot #: h285106 (non-sterile) - 2.7mm va lckng screw slf-tpng with t8 stardrive recess 44mm. Quantity (B)(4), inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed 02.211.144.999 - 2.8mm screw blank 44mm w/sd8, bp55-lot h257378, lot was released to bp55 on 13-dec-2016. Part # 02.211.044s l426039. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 29.may.2017, expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A material and hardness is not applicable at this time as the devices went through those tests during the inspection testing at the time on manufacturing and the DHR records showed no issues. Dimensional analysis were not applicable due to post manufacturing damage. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause can be determined as the circumstances around the complaint are unknown. UDI: (B)(4). Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight not available for reporting. Date of event: date of device migration is not known. PMA / 510k: this report is for two (2) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The screws have one of the following part/lot combinations. It cannot be determined which part/lot combination applies to the two backed out screws: 02.211.042s/l430402; 02.211.044s/l426039; 02.211.040s/l430358; 202.230s/9921636; 202.234s/l321847; 202.238s/l452271. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review completed for all possible part/lot combinations: manufacturing location: (B)(6). Supplier: (B)(6). (B)(4). Release to warehouse date: 26.may.2017 expiry date: 01.may.2027 non-sterile 02.211.042 / h355969 was manufactured in us, (B)(6). (B)(4). Release to warehouse date: 29.may.2017 expiry date: 01.may.2027 non-sterile 02.211.044 / h285106 was manufactured in us, (B)(6). (B)(4). Release to warehouse date: 26.may.2017 expiry date: 01.may.2027 non-sterile 02.211.040 / h345342 was manufactured in us, (B)(6). (B)(4). Release to warehouse date: 27.apr.2016 expiry date: 01.apr.2026 non-sterile 202.230 / 9882974 was manufactured in (B)(6). Release to warehouse date: 29.mar.2016 (B)(4). Release to warehouse date: 02.mar.2017 expiry date: 01.feb.2027 non-sterile 202.234 / l287490 was manufactured in (B)(6). Release to warehouse date: 26.jan.2017 (B)(4). Release to warehouse date: 16.jun.2017 expiry date: 01.jun.2027 non-sterile 202.238 / l373139 was manufactured in (B)(6). Release to warehouse date: 14.apr.2017 manufacturing location: (B)(6). Part #: 02.211.042, lot#: h355969 (non-sterile) ¿ manufacturing date: 05-may-2017 part #: 02.211.044, lot#: h285106 (non-sterile) ¿ manufacturing date: 28-feb-2017 part #: 02.211.040, lot#: h345342 (non-sterile) ¿ manufacturing date: 14-apr-2017 review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was implanted with a variable angle locking compression plate (va-lcp) medial distal tibial plate, four (4) cortex screws, three (3) va locking screws, and four (4) locking screws on (B)(6) 2017. On unknown date it was determined that two (2) of the screws had backed out. Patient was returned to surgery on (B)(6) 2017 where surgeon removed one (1) screw. Another screw was noted to be broken and the head of the broken screw was also removed. It was also noted patient had an infection. It is not known if this is due to the implants or from some other cause. Patient will be returned to surgery in two to three weeks for removal of the remainder of the implants. Concomitant devices reported: 2.7/3.5mm va lcp medial distal tibia plate 4 holes left (02.118.003s, lot 9772482, quantity 1), 3.5mm cortex screw self-tapping 24mm (204.824s, lot l066935, quantity 1), 3.5mm cortex screw self-tapping 24mm (204.824s, lot l025618, quantity 2), 3.5mm cortex screw self-tapping 26mm (204.826s, lot l444133, quantity 1), 3.5mm cortex screw self-tapping 30mm (204.830s, lot l308028, quantity 1), 2.7mm va locking screw self tapping with t8 stardrive recess 42mm (02.211.042s, lot l430402, quantity 1), 2.7mm va locking screw self tapping with t8 stardrive recess 44mm (02.211.044s, lot l426039, quantity 1), 2.7mm va locking screw self tapping with t8 stardrive recess 40mm (02.211.040s, lot l430358, quantity 1), 2.7mm locking screw self tapping with t8 stardrive recess 30mm (202.230s, lot 9921636, quantity 1), 2.7mm locking screw self tapping with t8 stardrive recess 34mm (202.234s, lot l321847, quantity 2), 2.7mm locking screw self tapping with t8 stardrive recess 38mm (202.238s, lot l452271, quantity 1). This report is for two (2) unknown screws. This is report 1 of 2 for (B)(4).